Event description:
It was reported safe-clip did not effectively clip the needle. The following information was provided by the initial reporter, translated from spanish: "in phone call, the patient caregiver reports has been facing difficulties with the needle cutter".

Manufacturer narrative:
H.6. Investigation: a video of the customer demonstrating the use of the safeclip was provided. An unknown red substance is shown on the metallic portion of the safeclip but cannot be immediately identified. Customer struggled to insert needle using the available safeclip while it was in the open position. This may occur if the needle port is occluded as a result of wear and/or previously trimmed needle material as the result of numerous uses. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip not clipping pen needle cannulas.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported safe-clip did not effectively clip the needle. The following information was provided by the initial reporter, translated from spanish: "in phone call, the patient caregiver reports has been facing difficulties with the needle cutter."